Manufacturer narrative:
Evaluation found the insert to be completely clogged. Inserts are inspected 100% in the manufacturing floor for water flow and spray pattern. No manufacturing materials identified in the edm hole of the insert. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert insert, it was getting hot. The event outcome is unknown as of this MDR evaluation.